Manufacturer narrative:
Concomitant medical devices: ddbc3d1 ICD, implanted: (B)(6) 2016. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. There were indications that the criteria for the right ventricular lead integrity alert were met and that the impedance trend on the rv (right ventricular) pacing lead was variable. Oversensing due to non-ph ysiologic signals/sic (sensing integrity counter) was also observed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead triggered an alert for oversensing/noise on stored episodes and a high number of short intervals. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.